Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that when they are riding in a car on a bumpy road her heart begins to race and they are weak and short of breath. The device remains in use. No patient complications have been reported as a result of this event.